Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into intermittent communication loss with connected device(s). No patient harm was reported. Nihon kohden's technician had the bme disconnect and reconnect the local area network (lan) cable from the wall and when they did everything came back into communication.